Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 86 year old male patient, the device delivered several shocks to the patient then displayed "pacer disabled" and "defib disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Please reference medwatch number 1220908-2017-03375 for a similar non-patient related report from the same customer, same device.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The processor/ bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.